Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the repair technician reported the device is missing ball bearing from 3.2 drill sleeve - gold. Missing part is the reason for repair. The drill sleeve - gold product code: 632 and 4.5 mm dcp hip drill guide product code: 322.43 were repaired. The item was repaired per the inspection sheet, passed synthes final inspection on 05-nov-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part number: 322.430; lot number: 40p5856; manufacturing site: hägendorf; release to warehouse date: 13 march 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the device was not returned. A photo-investigation was performed on the images in the email "322.430 dhs - dcs drill guide pic 1.jpg" located in pc under notes & attachments section. Upon inspecting all the images provided under notes & attachments section, the reported bent complaint condition of dcp hipdrillguide 4.5 f/neutral+load pos cannot be confirmed as the images do not capture the entirety of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed as part of document/specification review smw_100335 rev g (current) and smw_100335 rev f (manufactured) have been reviewed, no design issues or discrepancies were identified. Conclusion: the complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part number: 322.430. Lot number: 40p5856. Manufacturing site: hägendorf. Release to warehouse date: 13 march 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the inspection it was found that the drill guide bearing was missing. There was no procedure and patient involved. This complaint involves one (1) device. This report is for (1) 4.5mm dcp® hip drill guide neutral & load 60mm. This report is 1 of 1 of (B)(4).